Event description:
A caller reported that their pump battery was depleting too quickly, which previously led to a pump shutdown. Subsequently, the customer¿s blood glucose level increased to over 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.